Event description:
It was reported that bd alaris pump module smartsite infusion set was damaged. The following information was received by the initial reporter with the following verbatim. We had tubing leak with bd alaris pump infusion set ref (B)(4). The tubing separated/broke at the top part of the safety clamp located at the top of the pump segment of tubing.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: the customer reported the tubing broke and returned one used sample of material 2420-0007, lot unknown. Upon initial visual examination, the set verified the complaint of separation below the pump segment. The bottom half of the tubing, below the pump segment, was not returned. The blue clamp was examined under a microscope for solvent. The manufacturing plant found the root cause for the separation to be related to insufficient solvent applied during assembly. An accessory was implemented by the plant on (B)(6) 2024 to assist and guide the tubing correctly into the solvent dispenser by production personnel. No lot number was provided by the customer but traceability for potential lots was performed with the smart site laser ID. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
Sample received